Event description:
Pt was implanted with the bacfix ti spinal fixation system in 99 to address deformity curvature. Bacfix ti laminar and transverse process hooks were used as part of the construct. At approximately 4 months post-op, xrays revealed that three of the hooks had pulled out of their bony fixation sites at the superior most portion of the construct, but remained rigidly fixed to the spinal rod. The surgeon reoperated to reestablish fixation of the hooks to the bony structures without incident.